Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance and threshold on the right ventricular (rv) lead was high and there was loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
(B)(6) 2014: it was also reported that there is some oversensing seen only during the threshold test only after atrial pace (ap) and when there was loss of capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Four patient alerts for out of range subthreshold lead impedance between (B)(6) 2009 and (B)(6) 2013. Weekly pace lead trend data shows an increase for min and max rv pace 1600 to 2896 ohms peak between (B)(6) 2011 and (B)(6) 2013. Concomitant product: 5076 implantable pacing leads (B)(6) 2005. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.